Event description:
Pt reported that back to back tests performed on their surestep meter were 47, 55 and 145 mg/dl respectively (120% diff.). In addition, pt reported that the meter had been dropped into water prior to obtaining these results. There was no allegation of harm.